Event description:
It was reported that during a follow up in clinic, myopotential oversensing, low pacing impedance, and r-wave amplitude variation were noted on the right ventricular (rv) lead. Provocative testing was performed and the myopotential oversensing was able to be reproduced. Abbott technical support was contacted and a revision procedure was performed. During the revision, the helix of the rv lead was unable to extend. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events were myopotential oversensing, low pacing impedance, r-wave amplitude variation, and helix mechanism anomaly. As received, a complete lead was returned in one piece. The reported event of helix mechanism anomaly was confirmed. Visual examination of the lead found the helix was bent/damaged consistent with procedural damage and was clogged with blood/tissue. X-ray examination of the lead found the inner coil in the connector region was over torqued consistent with procedural damage. Unable to perform helix mechanism/extension length test due to the damaged helix as received. The cause of the reported event of helix mechanism issue was isolated to the damaged helix and the over torqued inner coil in the connector region consistent with procedural damage and the helix clogged with blood/tissue. The reported events of myopotential oversensing, low pacing impedance and r-wave amplitude variation were not confirmed. X-ray examination and electrical testing of the lead did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage.